Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped onto a rock and the touchscreen was shattered. There was no reported impact to customer's blood glucose level. Reportedly, the pump was not functional. Reportedly, the customer would use manual injections as alternate insulin therapy.